Manufacturer narrative:
Investigation summary: it was reported that a patient underwent a procedure with a thermocool® smart touch¿ electrophysiology catheter. During the procedure, a 105 error code displayed. The catheter was exchanged to complete the procedure. There was no patient injury reported. The device was inspected and a kink was observed on the peek housing. A scratch and exposed metal was observed on the tip. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, deflection test was performed and the catheter failed. A failure analysis was performed and the catheter was observed under the x ray machine and the t bar was found slid down causing the improper deflection condition. The metal exposed on the tip area is the t bar that slid down and cut though the shaft. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was not confirmed. The root cause of the t bar slippage cannot be determined; however, an internal corrective action has been opened to prevent this issue. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) for the lot number 30048615m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch¿ electrophysiology catheter and the biosense webster product analysis discovered the reportable returned catheter condition of the tip area near the transition tip-to-peek housing was scratched and metal was exposed. Initially, during the procedure, a 105 error code displayed. The catheter was exchanged to complete the procedure. There was no patient injury reported. The 105 error code displayed was assessed as not reportable. The incidence of magnetic sensor error was easily detectable by the user. The catheter was inoperable, since it cannot be visualized on the car system. The user will have to replace the catheter. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The biosense webster product analysis lab received the device for evaluation and discovered on november 7, 2018 that the transition was kinked and cracked. This returned condition was assessed as not reportable. Since the catheter integrity was maintained and no internal components were exposed to the patient, the most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. Additional visual analysis was performed on december 4, 2018 and it was confirmed that the peek housing was kinked and slightly cracked. In addition, on the tip area near the transition tip-to-peek housing, they found a scratch and metal was exposed. The finding of the peek housing was kinked and slightly cracked remains not reportable. The additional lab finding of the tip area near the transition tip-to-peek housing was found scratched and metal was exposed was assessed as a reportable issue. The awareness date for this reportable finding is december 4, 2018.